Manufacturer narrative:
The previously submitted MDR was with the incorrect notifed date. The correct aware date is: (B)(4) 2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that a power on reset was performed on both devices. Patient's batteries were depleted due to patient compliance issues. She simply did not charge. The physician and his office were notified and aware of the issue. Patient has fully charged her batteries now. No further complications were reported/anticipated.

Manufacturer narrative:
Patient is currently implanted with 2 implantable neurostimulators and reports the same events for both ins's. Information for the 2nd ins is: product ID 97714, serial# (B)(4), implanted: (B)(6) 2015, product type implantable neurostimulator.

Event description:
Information was received from a consumer regarding a patient with two implantable neurostimulators (ins) for spinal pain. It was reported that the patient was experiencing poor communication and it was taking too long to charge. The patient initially reported that her recharger wasn't allowing her to charge; the recharger displayed that she had 5 coupling bars but after 8 hours of charging the ins battery was not charging up fuller. The patient had two rechargers and tried both on both of her implants and was having the same problem on both. The patient stated that she was in a great deal of pain and has multiple sclerosis (patient has secondary progressive ms). The patient also reported that she had to reschedule her last MRI because of not being able to charge. The patient tried charging during the call and continued to get the reposition antenna message. The patient reported that the last time they successfully charged her devices was in late november or early december. The patient stated that she has an appointment set up for (B)(6) and would like a manufacturer representative (rep) to be present; the rep confirmed she had the patient scheduled. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that both of the patient's batteries were over discharged due to the patient not recharging both batteries for four months. The rep performed a device reset and the patient was able to gain normal charging screen. The issue was resolved at the time of the report. No further information or complications were reported.